Event description:
It was reported that the rotatable collar of the filter was detached during use on a patient. Therefore, the catheter was removed and replaced with a new kit.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed with a potentially relevant finding. For material # s-02200-003n (flat filter), lot # 23p17e0431, (B)(4). This is outside of the parameter for this defect. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed with a potentially relevant finding on the filter. However, the potential cause of this complaint could not be determined based upon the information provided and without the sample.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the rotatable collar of the filter was detached during use on a patient. Therefore, the catheter was removed and replaced with a new kit.